Event description:
It was reported that prior to starting a da vinci si surgical procedure, there is a wire which sticks out the jaws of the fenestrated bipolar forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with a frayed pitch cable at the distal end. No damage was found on pulley and clevis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.